Event description:
It was reported when using the bd pyxis medstation es system was not showing the orders of patients. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the orders were not shown on system. The technical support specialist informed customer that there's no order ID (B)(4) message that had been received for the patient. The patient had been discharged with visit ID (B)(4). The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.